Event description:
A malfunction alarm was reported, identified as malfunction code 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided instructions to ensure proper operation. The customer was advised to continue using the pump and to contact technical support if the malfunction recurred.